Event description:
It was reported that original primary that 2006, of ceramic on ceramic acetabular shell and liner. While explanted the surgeon could reproduce squeaking of device with shell and liner in hand. Acetabulum shell was tilted and surgeon revised.